Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device found that the upper part of the twister in the arterial line port was broken. No other testing methods were performed as the failure mode was confirmed through visual analysis. In addition, the distribution center provided a case of companion samples from the same lot to the manufacturing facility for analysis. A visual examination was performed on each of the (B)(4) bloodline tubing set companion samples; no defects were identified. A single companion sample was then selected, and tested using a 2008t hemodialysis machine for simulated use. During the simulated use test, there were no observations of a disconnection or leak from the patient venous and arterial connectors to fistula. The twister was rotated two hours into the test, and no air bubbles occurred in the system. Additionally, no leaks, level variations of venous and arterial chambers, or any alarms were generated during the simulated use testing. The device worked as intended with no noted abnormalities and no defects were identified. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination of the complaint device revealed that the upper part of the twister was broken at the arterial line. Therefore, the complaint was confirmed.

Event description:
A user facility reported that the combiset twister fractured at the arterial line during a patient's hemodialysis treatment. Reportedly, when the patient care technician (pct) rotated the combiset twister to reverse the lines, part of the twister broke off. The issue occurred while a patient was undergoing treatment when the pct attempted to test the flow. The machine alarmed. The patient's estimated blood loss was noted as being >200ml. The patient had no adverse effects and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. The complaint device is available for evaluation by the manufacturer.